Event description:
Hemodialysis catheter was inserted on 1/21/98 and on 1/22/98 pt pulled both lumens of the catheter causing them to break resulting in the pt's death from exsanguination. The pt had periods of dementia and was not oriented enough to call for help. She had been known to pull at other catheters in the past.